Event description:
It was reported that near the end of a laparoscopic gastric bypass procedure, received an instrument error code. They cleaned the instrument and continued. When they took out the instrument, they found the active part was broken into 2 pieces. The missing pieces were found on the floor in the or room. There was no pt consequence.